Event description:
Patient was transported to MRI-on-MRI safe ventilator. While in MRI, the patient failed to be adequately ventilated requiring acls, rosc was achieved. Preventative maintenance was up to date on device. When tested by biomed there were no error codes on the machine. The ventilator had been alarming for low pressure. Device sent to third party for evaluation due to manufacturer no longer being in business. Third party review could not duplicate any fault or issues with the unit and unit was found to be fully functional upon testing.